Event description:
The customer tested his blood glucose using his contour meter and received a reading of 348 mg/dl. He retested using another meter and received a reading of 83 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.